Manufacturer narrative:
The pneumatic block was replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference#:(B)(4).

Event description:
During resmed evaluation, an astral device failed its service test and review of the device data logs revealed an error message (sf192) related to power to the sensor board. There was no patient harm or serious injury reported as a result of this incident.